Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using implants that were too long. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7060m-90, lot# 2591274, mfd. 07/18/17, exp. 2022-07-18, gtin (B)(4); 2nd (middle): ifuse implant, p/n 7050m-90, lot# 2591256, mfd. 09/05/17, exp. 2022-09-05, gtin (B)(4); 3rd (inferior): ifuse implant, p/n 7060m-90, lot# 2628181, mfd. 01/24/18, exp. 2023-01-24, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported to a new surgeon with left side pain symptoms. The surgeon determined that all three left side implants were too long and were proud of the ilium and irritating the surrounding tissues and that the inferior positioned implant was breaching the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed all the implants using chisels as they were all solidly fixed in bone. The status of the patient following the revision procedure is not known.